Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced high blood glucose. Customer's blood glucose value was 30.9 mmol/l at the time of the incident. The insulin pump had insulin flow blocked alarm and insulin was exited. It was unknown that auto mode feature was active or not at the time of event. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.